Event description:
It was reported that after successful stent placement in the proximal right coronary artery, the 5.0 x 12 mm nc trek was selected to post-dilate the stent implant. No resistance was felt during advancement of the balloon catheter to the lesion. The first inflation was at 20 atmospheres; however, the result was not acceptable and the balloon was inflated up to 23 atmospheres. A drop in pressure was observed on the indeflator indicating that the balloon had ruptured. Resistance was felt during retraction of the nc trek balloon and the attempts to retract were stopped. In order to facilitate removal of the balloon catheter, a buddy wire was placed to retain access to the vessel and the guide wire and balloon were removed together. Upon visual inspection of the catheter, the balloon was observed to be ruptured in a circular manner. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: wizdom; guide cath: cordis jrjl 4.0; stent: prokinetic 4.5x15 mm. (B)(4) - above rbp, incorrect prep. Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed. Based on the analysis and scanning electron microscopy analysis results, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. The cause of the balloon rupture was most likely related to a combination of over-pressurization and calcified lesion. Resistance was most likely due to ruptured balloon getting stuck to the deployed stent/calcified lesion. A review of the cine cd did not provide any images of post-dilatation of the stent or balloon rupture. It should be noted that the nc trek instructions for use (IFU) states balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over- pressurization. In this case, it is likely that an interaction with the stent implant and/or calcification in addition to inflating the balloon above rbp caused the balloon material to weaken and rupture as a result. Then, attempts to retract the balloon as it met resistance with the lesion likely caused the balloon to ultimately separate at the location of the rupture. Based on the information provided, review of the manufacturing records and the analysis of the returned device, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. It was also reported that the balloon was not submerged in saline prior to use. The preparation for use section of nc trek IFU further states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Although the failure to submerge the balloon to active the coating does not appear to be directly related to the rupture in this case, the reported over-pressurization of the balloon likely contributed to this complaint.